Manufacturer narrative:
Eval is in progress, but not yet concluded. The subsidiary's mfg engineering center ((B)(4)) could not duplicate the reported issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display of the small roller pump was blinking several times. The device was not changed out, as they continued to use the pump because it did not stop. The surgical procedure was completed successfully. There were no delays, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2014: the reported issue is the local display on the suction roller pump was blinking several times during the procedure. There were no functional issues and the pump was continued to be used, as a sucker, for the remainder of cpb. Nothing was changed out during the procedure and pump speeds were able to be adjusted per local knob and the central control monitor (ccm). The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.